Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen for routine programming at which affected channels were seen. The hearing performance with the device is affected. Re-implantation is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance with the device is affected. Prior to this the user had good bilateral performance with the devices. The user was seen for routine programming at which affected channels were seen. The user was reimplanted on (B)(6) 2022.